Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise; a lead fracture was suspected. No patient symptoms were reported. The lead was explanted and replaced. No patient complications occurred during the procedure. The patient was in stable condition post procedure.